Manufacturer narrative:
The customer contacted a siemens customer care center. The customer rebooted the centralink, linemaster and router, which corrected the issue. A siemens headquarters support center (hsc) specialist reviewed the log files for the advia automation system and determined that the log files were incomplete. The required log files have been purged from the system. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the system, the cse determined the centralink server had frozen or stopped communicating resulting in some specimens ending up in an unload tray with partial results because the work-order was not updated. This was an isolated event. The system is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported that the patient samples were on the workcell type a system when the centralink data management system was frozen. The samples were found in an unload tray with no results. The routes were all unrouted. The customer used linemaster query specimen to find the samples. The physician called the customer to enquire about sample ID (B)(6) as the patient was scheduled for an unspecified surgery, which was delayed for about one to two hours till the results were reported. For the rest of the samples, the delay in obtaining result was for approximately 16 hours. There are no reports of adverse health consequences due to delay in surgery for sample (B)(6) or delay in reporting of results for the rest of the patients.